Event description:
It was reported that the patient underwent a surgery to explant a coloplast device and implant an inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).